Event description:
On 5/10/99 pt found in hospital room on floor kneeling with arms crossed on side of bed. Posey vest on pt as she was found on oppsite side of siderails (4 up) with restraint remaining tied to bed. Pt unresponsive, no respirations or heart beat. Pt was coded and transferred to sub-acute care unit on ventilator. On 5/11 pt extubated and expired. Unknown cause of death whether attributed to posey vest was not accepted as medical examiner case for autopsy.